Event description:
A shockwave l6 peripheral intravascular lithotripsy (ivl) catheter was used to treat a lesion in the common iliac artery and distal aorta. It was reported that while attempting to advance the balloon catheter over the guidewire, there was some resistance. During removal of the device from the patient, resistance was again encountered. The balloon appeared to be fully deflated prior to removal. However, as it stretched during extraction, it likely drew fluid back in and became stuck on the guidewire. The sheath was withdrawn and the guidewire was cut to facilitate retrieval of the device. The balloon separated and came apart from the catheter as it was being removed. The catheter but was successfully removed using simple traction. There were no catheter fragments retained inside the patient. The procedure was completed without issues, and no patient harm was reported.

Manufacturer narrative:
The subject device was returned for investigation and inspected. All components were returned and accounted for. No components were noted to be missing. The reported failure was confirmed. A detachment of the outer shaft from the distal hub bond was observed. Based on the reported information and the investigation findings, it is possible that the device became stuck during removal, and the force applied to remove the device from the patient may have caused the detachment. Additionally, the guidewire could not be removed from the catheter. Further investigation into why the guidewire is stuck could not be performed due to the condition of the returned device. The inner member was found to be extremely stretched which caused it to likely bind on the guidewire. The exact cause of the device becoming stuck could not be determined. Shockwave medical has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed. A review of the manufacturing and test documentation for subject lot does not reveal any issues with the manufacturing of the device. The device passed all of shockwave medical, inc. Acceptance criteria prior to shipping.